Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in poland. On (B)(6) 2024, it was reported by the patient that infusion set peeled off itself in normal use, tape not sticking. No further information was available